Event description:
No additional information available.

Manufacturer narrative:
UDI#: (B)(4). DHR and repair history review: the previous work order in customer relationship management (crm) for intellicart system serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous work order noted no issues with the device after repair and all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: on 15 november 2019, 1st response plumbing was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site and was unable to locate the cart. The technician noted that he believes the cart was on a full soak at the time someone tried to use it. The cart was processed and returned to service before the service technician arrived on site. There is no repair checklist required. Probable cause/root cause: the root cause for the unit reading full when empty could not be replicated as the unit was returned to service before the service technician arrived on site. The reported event was therefore, not confirmed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a final MDR will be submitted.

Event description:
It was reported that the cart was reading full even though it is empty. It is unknown which cylinder. The event timing was during cleaning and did not result in any harm or injury.